Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.